Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the event description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker exhibited premature battery depletion (pbd). Moreover, atrial undersensing and noise were noted. Analysis showed that the device was depleting normal and the elevated power consumption was due to the sensing persistent atrial arrhythmias. As of this time, this device remains in service. No adverse patient effects were reported.